Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker had very small premature ventricular contractions (pvc) that were being undersensed. This pacemaker provided ventricular pacing which appeared to cause a ventricular arrhythmia. The health care professional (hcp) reprogrammed and adjusted the right ventricular sensitivity. This pacemaker remains in service. No adverse patient effects were reported.